Manufacturer narrative:
Per (B)(4) final report: operative notes, medical history, update on the patient status and date of initial implant could not be provided; only one x-ray was provided. However the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. The parts associated with these records were manufactured, cleaned packaged, and sterilised in accordance with the correct specifications at the time of manufacture. The cleaning method, the sterilisation method and sterile barrier system used to package unity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure. Thus this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision due to a post operative infection. The physician decided to change the insert as a precaution.

Manufacturer narrative:
Per 2632 initial report. The patient had a unity knee revision on 27 nov 2019, due to post-operatve infection. The physician decided to change the insert as a precaution. Date of initial implant is currently unknown. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. The parts associated with these records were manufactured, cleaned, packaged and sterilised in accordance with the correct specifications at the time of manufacture. The following information was requested and will be provided in a supplemental report if the information is known: post primary and pre-revision x-rays. Operative notes. Patient age and activity level. Patient medical history update of the patient following revision. Please confirm the date of implantation.

Event description:
Unity revision due to a post operative infection. The physician decided to change the insert as a precaution.